Manufacturer narrative:
Foreign substance was found in the header and on the helix. The foreign substance is probably a carbon compound, which prevented helix extension. After multiple turns the helix jumped out in fully extended position and then normal helix mechanism was found.

Event description:
It was reported that when the lead was tested before implant, the helix did not extend. Another lead was implanted.

Manufacturer narrative:
(B)(4).